Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had high blood glucose and drive support cap was sticking out. The customer's blood glucose was 554mg/dl. Customer treated with bolus and manual injections. Customer stated is unknown how the drive support cap damaged occurred. The customer stated they took 40u since they started experiencing high blood glucose. The customer stated they felt hot, but was fine to troubleshoot. Advised customer the insulin pump will need to be replaced.